Manufacturer narrative:
Concomitant medical product(s): a 5076-52 lead, implanted: (B)(6) 2011, 419688 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard and audible alert every four hours. An interrogation reported indicated that a lead integrity alert had triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sic (sensing integrity counter). The episodes showed evidence of non-physiologic noise. It was noted that the patient was lifting weights in the gym at the time of the episodes. In-office testing could not reproduce the noise. A lead fracture was later confirmed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.